Event description:
It was reported that during a port placement procedure, the guidewire was allegedly frayed and lodged in the introducer needle. It was further reported that the device was difficult to be advanced or removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle within protective tubing and a guidewire was returned for evaluation and one electronic photo was provided for review. Functional, gross and microscopic visual evaluation were performed. Unravelling of guidewire was noted near the distal end of the guidewire. A bend was noted on the guidewire distal to the guidewire unravelling. The flat inner core wire was observed protruding from the outer coil of the guidewire and a complete circumferential break was noted. The investigation is confirmed for the reported fracture, deformation issue and identified stretched issue. However, the investigation is inconclusive for the reported difficult to remove and advance as the exact circumstances at the time of the reported event are unknown and could not be evaluated due to the nature of the sample condition. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly frayed and lodged in the introducer needle. It was further reported that the device was difficult to be advanced or removed. The procedure was completed using another device. There was no reported patient injury.